Event description:
It was reported that the patient's pain in her bladder has been worse since falling 2-3 months ago on her hip/buttock area. She experienced a "sharp pain in bladder" and no stimulation was felt. The pain decreased when the stimulation was lowered, but her symptoms returned. When the stimulation was off, she experienced no pain. It was noted that the pain was present prior to the fall. X-rays showed that the distance between the neurostimulator and "pin" was shorter so something had moved. Further information is being requested from the hcp.